Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was connected to an invasive ventilator after bronchoscopy nasotracheal intubation, but the ventilator kept appeared to be leaking. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The provided lot number could not be verified, and therefore no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.